Manufacturer narrative:
(B)(4). D10: 30103607 item name g7 vit e neutral lnr 36mm g lot # 66522413. G2: foreign: new zealand. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 5 months post implantation due to an anterior dislocation. Patient's soft tissue bulk had made initial approach difficult and cup version was also not ideal. There is no further information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11. Visual examination of the provided pictures identified the explanted device but could not be used to confirm the complaint. Device not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.